Manufacturer narrative:
Blocks a2-a6: patient information available. Blocks b6 & b7: relevant tests and relevant history, including preexisting medical conditions available block d10: concomitant medical products available. Block h3: the omniwire was returned for evaluation. Visual inspection found gold color coating material peeled and detached from the composite core. Fourier transform infrared (ftir) molecular analysis confirmed the material is made up of polyimide used in the manufacturing of the omniwire. Block h6: the probable cause for the detached coating material is due to rough handling or manipulation, caused by the interaction between the wire and concomitant devices used during the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During prep, the omniwire was placed through an introducer needle and through the tuohy that was connected to a non-philips guide catheter. After use, when the omniwire was pulled out of the guide catheter and through the tuohy, a gold substance had peeled from the mid/distal portion that was wrapped around the omniwire. All pieces were removed intact with nothing remaining in the patient. No patient injury reported. This product problem is being submitted due to the material separation. There is a potential for harm if the malfunction were to recur.